Manufacturer narrative:
The conducted pacemaker investigated confirmed the eri state. The measurement of the hybrid circuit displayed no functional deviations or an increased functional deviations or an increased current consumption. The battery discharged according to standards and showed an internal resistance of 3.3kw at 37 degrees c. In regard to the programmed stimulation parameter and the implantation duration. The performed calculation determined that the pacemaker's eri status lies within specification: although the 35-month implantation period lies within the 58-month service life declared in the technical manual. The physios tc standard program is based on the declared service life. If the stimulation amplitudes are programmed at a higher rate, the period until eri indication is reduced. The technical manual provides the respective warning.

Event description:
Premature eol display after 35 mos implantation period. The pacemaker was explanted. According to the included documents, there was no possible hazard to the pt.